Manufacturer narrative:
Testing of actual/suspected device (10/213): a (B)(6) field service engineer (fse) evaluated the iabp unit in which the system would shutdown after 80mins well below the minimum time required of 135 minutes. To fix the issue, the fse replaced the lead acid batteries then completed the preventative maintenance (pm) performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a (B)(6) employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a (B)(6) field service engineer (fse), the rental cs300 intra-aortic balloon pump (iabp) had a battery run time failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: h6(investigation type, investigation findings & investigation conclusions), corrected fields: g1(contact person).

Event description:
N/a.